Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that in the past, the customer experienced elevated blood glucose (value not provided) and diabetic ketoacidosis that did not require medical intervention. During follow up attempt made by tandem technical support, customer¿s mother reported that dka episode did not occur while on the pump; however, this was not confirmed with the customer.